Event description:
(B)(4). Same case as MFR report #: 2134265-2011-01880.it was reported that during a coronary drug eluting stenting treatment procedure, plaque shift occurred.the patient presented with shortness of breath and chest pain and angiography was performed. The right posterior descending artery was treated with a 2.75mm x 12mm taxus liberte stent deployed at 18 atm's resulting in 0% residual stenosis. There was some plaque shift into the posterolateral branch resulting in 30% stenosis. Angioplasty of the ostium of the 1st diagonal branch was performed using a maverick balloon. This was initially inflated to 6 atm's with little improvement in the stenosis. It was then inflated to 10-12 atm's, there was evidence of a proximal dissection and compromise of the diagonal branch lumen which was treated with a 2.25mm x 12mm taxus atom stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).